Event description:
This lead was capped and replaced because the svc coil split where it meets the pin. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4) 2015 - update from the rep: this break in the svc coil was in the insulation and the surgeon thought he'd cut it. Later, noise was being seen on the lead and it was then decided to just replace the lead. At a subsequent call today, the field representative noted, after looking back at the patient's history, impedances started to rise the day after the implant of the new ICD ((B)(6) 2015). Impedances were stable all through out the implant of this associated ICD. The physician does not believe there was a manufacturing problem with this lead.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.